Event description:
After inserting the PICC on the left upper limb at the fold, the procedure is than accordingly. Catheter is inserted without problems for approximately 25 cm. The infusion was correct but there was no IV flow back. So they decide to retrieve the catheter. After 3 cm of retrieval the catheter separated and the distal side cannot be seen. Resident physician was alerted and an upper limb x-ray was taken and the catheter can be visualized at the fold. Resident physician alerted vascular physician and anticoagulant treatment begins. The external piece at the catheter was left at the pharmacy and the piece that was subcutaneously inserted was surgically removed on (B)(6).

Manufacturer narrative:
The distal end of the catheter broke inside of patient and required surgical intervention to retrieve the fragment. The complaint device was not returned for analysis. Without the actual device, a definitive root cause of the reported malfunction cannot be determined. A review of the device history record showed that the device were manufactured according to specifications and documented procedures. There have been no other reported similar complaints for this lot number. Catheters are 100% inspected at repeated stages in the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use provided by argon. A control pull test is also performed per the specifications to ensure catheter strength and integrity. There is high probability that the issue of breakage was due to the kinking of the catheter in the fold of the upper arm. This would also explain why there was no IV flow back. Due to the malposition of the catheter, pulling on it would have caused tension which could have led to the breakage. Our instructions for use under catheter removal states if resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.